Event description:
The hospital reported that during the saphenous vein harvesting procedure, the device would not cauterize. The hospital did not provide any additional information. No additional patient complications were reported.